Manufacturer narrative:
Evaluation of the available log files was unremarkable with no product deficiency identified. All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 06 feb 2026 from a healthcare professional (hcp) regarding a male patient with a complex medical history, stating the patient was found post treatment unresponsive, still connected to the device after rinseback and pronounced deceased on (B)(6) 2026. Additional information was received on 13 feb 2026 from the nurse stating emergency medical services were called and unsuccessful life saving measures were performed. Per the nurse the patient had initiated treatment while febrile (38.6c), with abnormal lab values (c-reactive protein 32mg/l) and had made incorrect connections for rinseback with an estimated blood loss of 550ml, contributing to the patient death.